Manufacturer narrative:
FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: DEFLATION..

Event description:
HEALTHCARE PROFESSIONAL REPORTED A "DEFLATION". LATER, RETURN PAPERWORK NOTED ¿DEFLATION,¿ ¿GRADE II,¿ ¿GLANDULAR PTOSIS -NOT DEVICE RELATED-,¿ ¿LOOSE SKIN,¿ AND ¿LATERAL DISPLACEMENT WHEN SUPINE WITH MEDIAL CONCAVITY.¿ THIS RECORD IS FOR THE LEFT SIDE. THE DEVICE WAS EXPLANTED. PATIENT WAS PRESCRIBED WITH: ALPRAZOLAM 0.25 MG, AMLODIPINE 5 MG, APREPITANT 40 MG, CEPHALEXIN 500 MG , CYCLOBENZAPRINE 5 MG, HYDROCODONE¿ACETAMINOPHEN 5/325 MG, JUNEL FE 24 (1 MG / 20 MCG), MAXALT 10 MG , ONDANSETRON HCL 4 MG, PROMETHAZINE 12.5 MG, TOPAMAX 25 MG, TRANSDERM 1 MG, VALIUM 5 MG.

Event description:
Healthcare professional reported a "deflation". Later, return paperwork noted ¿deflation,¿ ¿grade II,¿ ¿glandular ptosis -Not device related-,¿ ¿loose skin,¿ and ¿lateral displacement when supine with medial concavity.¿ This record is for the left side. The device was explanted. Patient was prescribed with: Alprazolam 0.25 mg, Amlodipine 5 mg, Aprepitant 40 mg, Cephalexin 500 mg , Cyclobenzaprine 5 mg, Hydrocodone¿acetaminophen 5/325 mg, Junel Fe 24 (1 mg / 20 mcg), Maxalt 10 mg , Ondansetron HCl 4 mg, Promethazine 12.5 mg, Topamax 25 mg, Transderm 1 mg, Valium 5 mg.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.Additional, Changed, and/or Corrected Data: D1, D4, D.9, H.3, H4, H.6.Device Evaluation: Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: Deflation: Observed an opening through microscopic inspection assessed as Cracked Valve Seat Diaphragm Valve. No further actions are required as it is not related to the manufacturing process. Ptosis: Unable to observe through visual inspection as it is a physiological phenomenon. Capsular contracture: Unable to observe through visual inspection as it is a physiological phenomenon.None of the other observations performed during the device analysis Creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.